Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 1,151.7 mcg/day via an implantable pump by simple continuous dosing for an unknown indication for use. It was reported that an "older" motor stall was found during pump investigation after a magnetic resonance imaging (MRI) session. The motor stall had recovered after a few hours. Per the logs provided by the representative the motor stall occurred on (B)(6) 2019 at 9:27pm and recovered on (B)(6) 2019 at 11:48 am. No surgical intervention occurred or was planned and no further actions were reported as the pump stall had been recovered at that point. The issue was resolved at the time of this report. There were no reported patient symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no reported complications.